Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2006, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during an anterior and posterior colporrhaphy and sacrospinous ligament vaginal suspension all via a non-boston scientific device, transobturator sling via the obtryx system, cystoscopy, and cryotherapy of the cervix procedures performed on (B)(6) 2006 to treat a patient with grade three cystocele, grade one to two uterine prolapse, grade two rectocele, stress urinary incontinence and cervical ectropion with postcoital spotting. There were no complications noted during the implant procedure. However, as reported by the patient's attorney, the patient experienced an unknown injury.